Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer's blood glucose level was 231 mg/dl. Customer states that needle inside was moving and stick. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill test to reservoirs per dop114-811. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Evaluated 1 open/used reservoir. Performed pre-fill test to reservoirs per dop114-811. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Evaluated 2 open/used reservoirs, performed visual inspection and found transfer guard needles loose. Unable to performed pre-fill test.